Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. Date of event is an approximation. On the day of the event, the patient´s wearable stopped working which, according to the patient, caused her to experience a hypoglycemic event. It was reported that the patient experienced a hypoglycemic event, and that the patient was treated for a 2-hour period by the paramedics. The patient was treated with glucose, but no route of the treatment was reported. The patient declined to provide further event information. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.